Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system was displaying a critical battery error. Replaced the power distribution board and system control board and verified system functions as intended. Both of the replaced circuit boards were received by the manufacturer for evaluation, although the failure could not be confirmed: power switching board - unable to confirm reported problem. Installed power switching board in imaging system 267 and the system readied and performed as expected. All peripherals, charging, and both 2d and 3d imaging were successful. No problem found. System control board - unable to confirm reported problem. Installed system control board in imaging system 267 and the system readied and performed as expected. All peripherals, charging, and both 2d and 3d imaging were successful. No problem found. Although analysis of the returned circuit boards could not confirm the failure, replacement of these parts resolved the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a critical battery message. It was also reported that the battery voltage was fluctuating. There was no patient present when this issue was identified.